Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function tests were performed and no issues were observed. Simulated use testing was performed on a homechoice machine and no issues or alarms were observed. The device met specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: vantive healthcare - mountain home, 1900 n highway 201, mountain home ar 72653 united states. Vantive healthcare - dominican republic, carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. There was liquid all over the room. This occurred while priming the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.